Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 29 mmol/l, which was treated with manual injections. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a button error alarm and had unresponsive act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart alarm, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test due to unresponsive buttons. The device had a minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.